Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united kingdom. Livanova technical field engineer visit the customer and on arrival device water tank was empty and on power up e17 became present. Run pumps and patient circuit pump would not run. Check all plugs and connections within the distribution board and all plugs and connectors secure. Replace distribution board and fault remained (pump failure also caused this distribution board to fail) suspected pump failure so pump replaced. On power up and testing, pump ran as normal and device operated as expected. Vacuum test passed satisfactorily. Customer notified that the patient tank has been opened and the pump replaced, recommendation to customer to carry out cleaning procedure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova has received a report that, during maintenance, 3t heater-cooler displayed error pump 2 uses too much power (e17). There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
The complaints database review revealed that no other issues have been submitted for this unit since its installation in 2017. Based on the above facts, the root cause of the reported error code can be traced back to defective boards and a jammed circulator motor. It cannot be ruled out water infiltration could have led to the reported damage on the electronics of the board and the motor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.